Event description:
A small linear area of non-blanchable redness was observed on the plantar aspect of the infant's left foot upon removal of the pulse oximetry probe. The plastic part of the probe appeared to have "tented" up when it was folded around the foot causing increased pressure under the probe to that area of the foot. FDA safety report ID# (B)(4).